Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic tore off during insertion into the eye. Lens was removed with no patient injury. Another same model and size lens was implanted. The haptic got caught on the plunger when the surgeon pulled the plunger forward and then pulled back. The reporter stated the cause of this incident was due to surgeon's error.